Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the mon syringe barrel assembly experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: material no: 8881135609, batch no: 1934000264. We had our customer complain of foreign material being found between the stopper and syringe wall.

Event description:
It was reported that the mon syringe barrel assembly experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: material no: 8881135609; batch no: 1934000264. We had our customer complain of foreign material being found between the stopper and syringe wall.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-12. H6: investigation summary: eleven samples were received for quality investigation. The customer complaint of foreign matter was verified on several samples by visual inspection. The following are the findings for each sample submitted: sample 1: a small piece of foreign matter was identified between the syringe wall and the syringe stopper. The customer complaint of foreign matter was confirmed. The root cause for this issue could not be determined by the manufacturer. An investigation has been opened by the supplier to further evaluate this issue. Sample 2: the wall of the syringe looks to be deformed or a protective film looks to be bubbling. The customer complaint of foreign matter was not confirmed. The bubbling seen in the syringe is a protective film applied on the inner wall of the syringe to allow the plunger to slide through the syringe barrel. Due to no issue being found, no root cause was investigated. Sample 3: no issue found with sample. Sample 4: inner wall of syringe body looks to have scuffing/dirt. The customer complaint of foreign matter was confirmed. The root cause for this issue could not be fully determined. The probable root cause is an issue during the assembly process. Sample 5: no issue found with sample. Sample 6: no issue found with sample. Sample 7: there appears to be foreign matter between the syringe body and the syringe stopper. The customer complaint of foreign matter was confirmed. The root cause for this issue could not be fully determined. The probable root cause is an issue during the assembly process. Sample 8: the wall of the syringe looks to be deformed or a protective film looks to be bubbling. The customer complaint of foreign matter was not confirmed. The bubbling seen in the syringe is a protective film applied on the inner wall of the syringe to allow the plunger to slide through the syringe barrel. Due to no issue being found, no root cause was investigated. Sample 9: the wall of the syringe looks to be deformed or a protective film looks to be bubbling. The customer complaint of foreign matter was not confirmed. The bubbling seen in the syringe is a protective film applied on the inner wall of the syringe to allow the plunger to slide through the syringe barrel. Due to no issue being found, no root cause was investigated. Sample 10: the syringe body looks to have a cloudy film on the exterior. The customer complaint of foreign matter was confirmed. The sample was visually inspected and a thin small matter was observed adhered to the syringe. The root cause could not be fully determined. An investigation has been opened by the supplier in order to further evaluate this issue. Sample 11: no issue found with sample. A device history record review for model 8881135609, lot number 19125907 was performed. No abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process.